Event description:
Set was returned to manufacturer with unk defect reported and no info provided by the customer as to what the defect is except possible leak. No pt event info provided, date and time of event are not known.

Manufacturer narrative:
Manufacturer's report date: 2/25/2009. Pt info requested and all available info is included in sections a and b. This report was filed by the manufacturer. One used primary set model was received. The report of a possible leak was verified; upon initial visual inspection it was noted that the silicone tubing was detached from the upper fitment and the ring retainer that holds the silicone segment in place was missing. A series of parallel vertical lines were noted near the separation. The lines indicate an instrument such as a hemostat may have been applied to the tubing. It is unk if the marks appeared before or after the tubing separated. The root cause of the silicone tubing separating from the upper blue fitment is unk. A review of possible lot numbers by referencing smartsite laser ID's showed no quality issues regarding silicone tubing disengaging from blue upper fitment during the manufacturing process.